Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the handle of subject device could not make the snare close around the polyp. The issue occurred during a therapeutic procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: d4. Submitted to provide correct device information.

Event description:
No additional information received from customer.